Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken where in the lead was explanted and replaced. All contacts valid and patient has burst programming.

Event description:
It was reported that following a fall, right-side stimulation was lost. Targeted pain pattern is bilateral back and legs. Lead diagnostics showed high impedances on contacts 5 and 6. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.